Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the lead was fused to the bone was unknown. The issue was not resolved. Patient took the remote with them when they had the internal device removed.

Event description:
(B)(6) 2024 (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the original unit they had was a life changer, but they had the second unit installed after they had a fall.

Manufacturer narrative:
B3: event date is not known. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the same day they remember was right before thanksgiving in 2018. They stated when they fell, they noticed not working soon after. They stated they cut a flip because their dog was chasing a rat that ran out of the ditch and ran on leash between legs. Landed on their lower back [illegible] after their fall they noticed they had started to leak. Then 2 [illegible] noticed frequent urination and got out their remote control at the time and noticed they could get the remote to come on. Noted that ever since the removal of device they have had they thought [illegible] the skin. They addressed hcp before they retired and they stated the leads had fused with bone. They stated it would require a more intense surgery and said they were right there, why did they not get the leads. Hcp stated they did not schedule the operation theater long enough. Patient stated hcp strung them along for 2 years after replacement. Patient stated they had needed MRI testing but cannot because of implant. Patient demanded hcp to remove implant but hcp started acting like an ass. They didn't even give them a follow up appointment.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0y6e1 implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.